Event description:
It was reported the patient complained of a burning/unpleasant sensation at her scs ipg site whether the stimulation is on or off. Per the patient's physician, the unpleasant sensation is caused by the patient's continued rubbing of the ipg site. There is no next course of action to address the issue at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.